Manufacturer narrative:
Date of event is estimated. It is unknown which lead migrated, so both are being reported on.

Event description:
Related manufacturer reference number: 3006705815-2021-01806. It was reported that the patient was experiencing painful stimulation. X-rays revealed that one of the leads had migrated. Surgical intervention is anticipated.

Manufacturer narrative:
Correction, reportable aware date: date in initial report should be 19 march 2021.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient's leads were explanted and replaced. Surgical intervention resolved the issue.